Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. During preparation of a 6.0mmx18mmx150cm express vascular sd stent it was noted that the device got separated outside of the patients body, so the usage was stopped. The device separated at the stent/balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. During preparation of a 6.0mmx18mmx150cm express vascular sd stent it was noted that the device got separated outside of the patients body, so the usage was stopped. The device separated at the stent/balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. Device evaluated by MFR.: returned product consisted of an express sd premounted stent system without the stent. There is an unidentified stopcock attached to the hub. The balloon was loosely folded, the stent was not returned. The device is in one piece. There is blood in the guidewire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous shaft kinks. The tip is damaged. The shaft is damaged at the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.